Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, he experienced "light flare" in both eyes. The consumer did not report that the flare was affecting his activities of daily living. Additional information was received from the surgeon, who reported that a yag laser capsulotomy was performed in one eye to treat the event. According to the surgeon, the fellow eye was unaffected. In the surgeon's opinion, it is unknown whether the iol caused or contributed to the event. The event continues even after the treatment.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts to obtain additional information were made. A completed questionnaire was received on 10/10/2013. (B)(4).